Event description:
It was reported that water leaked from somewhere in the foley catheter during pretest. No abnormalities were detected throughout the catheter.

Manufacturer narrative:
The reported event is unconfirmed as product meets specifications. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted. Deflated balloon passively with no cuffing or leaks noted. Also received 2 photo samples. First sample shows top overview of catheter. Second photo sample shows end of catheter with balloon not inflated. Based on physical sample received the product meets specifications. No root cause could be found because the reported event was unconfirmed. The DHR review and the labelling review is not required as the reported event is unconfirmed. Correction: d. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that water leaked from somewhere in the foley catheter during pretest.